Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, diabetes mellitus, xerostomia, peri-implantitis, swelling, abscess, mobility.